Event description:
This is filed to report a single leaflet device attachment (slda) requiring intervention. It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. An xtw clip was successfully implanted reducing the mr to a grade of 1. On (B)(6) 2022, a slda was noted during a routine echo. The xtw clip was detached from the posterior leaflet and the mr increased to a grade of 4. On (B)(6) 2022 a secondary mitraclip procedure was performed. An additional mitraclip was implanted to stabilize the slda clip. The procedure was successful, and the mr was reduced to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.